Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality engineer for investigation. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no non-conformances related to the reported issue during production of batch 1902299. A vision system is used within the assembly machine to detect missing or incorrectly assembled stoppers, rejecting any defective product. While we could not identify a direct issue, it was determined this defect likely occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A project has been initiated to look further into this malfunction and reduce any reoccurrence. Corrective action cor-537-19 is opened to investigate and reduce the incident of this defect. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 20ml e/t experienced a defective/damaged stopper which was noted prior to use. The following information was provided by the initial reporter: the black part of the plunger has a deformation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 20ml e/t experienced a defective/damaged stopper which was noted prior to use. The following information was provided by the initial reporter: the black part of the plunger has a deformation.